Event description:
It was reported that the patient had developed grand mal seizures that were increasing in frequency. Information was obtained from the physician office that the seizure frequency was around his pre-vns frequency. The cause of the increase was unclear per the physician as the patient stated that the are compliant with medications, didn't have an illness no illness or substance abuse, getting good sleep, and were avoiding triggers. The physician thought that this may be an evolution in the patient's epilepsy. Medication was prescribed for the increase in seizures. The most recent settings on an unknown date for the patient were reported to be: output current 0.75/ frequency 15hz/ pulse width 250usec/ on time 7 sec/ off time1.1 min/ autostim output current 1.125ma/ heartbeat detection sensitivity 50%/ autostim pulse width 250usec/ autostim on time 60sec magnet output current 1.375ma/ magnet pulse width 250/ magnet on time 60sec the impedance value on an unknown date was also reported to be 3623 ohms . No additional relevant information has been received to date.